Event description:
It was reported that no readings", "sensor error" or "brief sensor issue. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient did not use a g7 app and did not check the bg. He was receiving intermittent "cgm unavailable" alerts on his pump. The last know cgm was not documented. The patient developed vomiting, nausea, and stomach cramps. He presented to the emergency department (ed) where the bg was 550 mg/dl. The patient reportedly left his pump at home. It was not specified nor clarified why he disconnected himself from the pump. He was given an IV drip and an insulin shot. The patient stayed in the hospital for three days before being discharged. The patient was fine at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.